Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2000 ohms and undersensing. It was suspected that the lead was fractured. A revision procedure was performed and the lead was surgically abandoned in the left shoulder. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.